Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis of the returned fiber showed a fiber body break immediately distal to the control knob. This kind of anomaly could be a result of the user bent the fiber when removed from the package or when the fiber was inserted into the scope, leading to the fiber body break. Microscope inspection identified the tip in good condition and the functional tests were passed. The device instructions for use (IFU) states: do not bend the fiber at sharp angles. Damage may occur to the fiber. Based on the analysis results, the investigation is assigned a conclusion code of unintended use error caused or contributed to event. The interaction between the user and device caused or contributed to the observed fiber damage.

Event description:
It was reported that during a photo selective vaporization of the prostate procedure, was found that the plastic outer fiber was cracked. The procedure was completed with another fiber without patient complications. The fiber was returned, and analysis identified a fiber body break.